Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2020. H3 evaluation: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was noticed that the latch of plate was damage/broken, however, plate was able to be activated and de-activated several times. At plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to opened and closed the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finished good. Based on the present analysis, it is determined that the reported complaint is observed, however is not related to the manufacturing process and it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an on an unknown date and a reservoir was used. After surgery, during use of the reservoir in the ward, it was suspected that the plate was damaged. Thus, they stopped using the reservoir. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.